Event description:
A report was received that the patient's skin near the deep brain stimulation lead extension was thin, and the extension became visible. The patient underwent a revision procedure, and when the extension was removed from the exposed part, pus was noted under the skin. Therefore, the physician explanted the entire system. The explanted devices will not be returned as they were discarded. Additional information was received that the physician assessed that the patient had an infection. The lead extension had broken through the skin, at the connection between the lead and the extension. It was noted that the patient had thin skin by nature. The patient was doing good postoperatively and no adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch-lot: 7088780, product family dbs-ipg-pc, upn: m365db14160, model: db-1416, serial: (B)(6), batch-lot: 204584, product family dbs-linear leads, upn: m365db2202450, model: db-2202-45, lot-batch: 7083698 and 7083691, product family dbs-lead fixation, upn: m365db4600c0, model: db-4600c, lot-batch: 27164531 and 27414939.

Event description:
A report was received that the patient's skin near the deep brain stimulation lead extension was thin, and the extension became visible. The patient underwent a revision procedure, and when the extension was removed from the exposed part, pus was noted under the skin. Therefore, the physician explanted the entire system. The explanted devices will not be returned as they were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch-lot: 7088780; product family: dbs-ipg-pc, upn: m365db14160, model: db-1416, serial: (B)(4), batch-lot: 204584; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, lot-batch: 7083698 and 7083691; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, lot-batch: 27164531 and 27414939.